Event description:
It was reported that as lvp 20d 3ss cv tubing ballooned. The following information was provided by the initial reporter: material no: 2420-0007, batch no: 20066998. It was reported that the soft section above the slide clamp blew up like a balloon.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 09/29/2020. Investigation conclusion: one sample was returned by the customer. It was reported that the soft section above the slide clamp blew up like a balloon. The set was analyzed for defects and primed. No defects were examined. The failure was unable to be replicated. A device history record review for model 2420-0007, lot number 20066998 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 26jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause could not be determined because the failure could not be replicated. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends h3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 3ss cv tubing ballooned. The following information was provided by the initial reporter: material no: 2420-0007 batch no: 20066998. It was reported that the soft section above the slide clamp blew up like a balloon.